Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient had an irritation under the lifevest. The patient reported that her doctor gave her an unknown shot for the irritation and it had since improved.